Event description:
It was reported that during a procedure performed on (B)(6) 2013, the tplif oblique sizer was inserted into the disk space and when rotated, the tip of the trial fractured from the shaft. The doctor was able to remove the tip from the disc space, resulting in a delay to the procedure of approx forty-five mins.

Manufacturer narrative:
Device eval was not possible as no product was returned. As the lot number was not available, mfg history and lot specific complaint history was not possible. Review of complaint history for this product family found one (1) previous report of this nature for the same part number. In effort to prevent recurrence of issues of this nature, design improvements were implemented to manufacture this instrument as one piece, strengthening the transition from the shaft to the head.